Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. The customer changed the usb cable and wall adapter to resolve the issue. There was no reported impact to customer's blood glucose.